Event description:
It was reported that the nurse detected that the warmer burned through the equipment drape before the procedure. This happened in the or. No patient injuries, infections, or complications were reported.